Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was tested in-house, and the review of qc did not reveal any performance issue. However the alert history shows that the ec #1 alert was indeed displayed on the 12th september 2022, which confirms the complaint. The root cause of the failure is potentially a delamination on the photodiodes which occurred on 12th september 2022, though dms has no performance metrics available on that day to provide clues to the plausible cause. The investigation shows the system correctly disabled the sensor, and the system's self-test functions are working normally. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.